Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the mynxgrip vascular closure device 5f balloon ruptured during preparation. There were no reported patient injuries. The device will be returned for analysis. Additional procedural details were requested but are unknown.

Manufacturer narrative:
After further review of additional information received the following have been updated accordingly. This device is available for analysis but the engineering report is not yet available. A review of the manufacturing documentation associated with lot f1907501 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following have been updated accordingly. As reported, the mynxgrip vascular closure device 5f balloon ruptured during preparation. There were no reported patient injuries. Additional procedural details were requested but are unknown. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle with the stopcock close, the sealant was deployed on the catheter shaft, and the advancer tube was observed to have remained inside the outer cartridge tubing as received. The syringe and procedural sheath were not returned with the device. Leak testing was performed on the balloon of the returned device, and no leak was found in the balloon. The balloon was inflated with water and pressure was maintained with proper functioning of the inflation indicator. A product history record (phr) review of lot f1907501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure at prep¿ was not confirmed through analysis of the returned device since no leakage was noted. The exact root cause of the reported incident could not be conclusively determined during analysis. Based on the limited information available for review and the product analysis, it is not possible to determine what factors may have contributed to the issue reported. It could possibly be related to prep of the device or the concomitant devices. Although not intended as a mitigation, the mynx instructions for use (IFU) instructs users to discard the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.